Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported, via a manufacturing representative, that an unknown number of patients had their stimulator removed because of adverse events like pain and infection.